Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient spent the night on (B)(6) when the patient was emitted and stayed a second day for observations and then was released. The patient¿s blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site. The patient was treated with magnesium and potassium because patient¿s blood chemistry was bad but then given intravenous perfusion and (B)(6) in the intensive care unit and patient was being monitored for the antibiotics the patient was taking. Insulin was also administered via intravenous while in the intensive care unit. Patient had large ketones in the urine, which they fixed with intravenous fluids of magnesium and potassium. Patient states that the only thing that was adjusted is that they gave more insulin and also the time that the patient was to receive the basal rate for dinner changed from 6 pm - 12 am to 3 pm - 12 am. The pod was removed and thrown away and they injected 5 units of insulin into the patient¿s abdomen. Patient was in the intensive care unit for a day and then spent the second day in a regular room.